Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Call was transferred; customer reported complaint for e-5 and then stated she had performed a blood test using another vial of test strips and had obtained hi. Customer stated that at the time of the call she had taken a bolus of insulin. The customer's expected blood glucose test result range was undisclosed. Customer stated she is not startled when she sees results in the 600s. At the time of the call, the customer was not feeling well and stated she was weak, tired and had frequent thirst and blurry vision. Customer was advised to seek medical attention and customer stated she had spoken to her son prior to call and he was aware she was not feeling well. Call was made to customer to follow-up thirty minutes after initial call; voicemail left for customer.